Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The reason for call was to get MRI information. The caller stated that the patient had a stimulator but the patient indicated that some parts of the system were removed. When asked for detail about the reason for explant the caller guessed the device was not working. The caller then read a note in the patient's medical file from (B)(6) 2020 that indicated that the patient was having chronic pain at ins battery site and ins was no longer helping. Troubleshooting was not required. The issue was not resolved through troubleshooting. Tss reviewed MRI information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.